Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. No further intervention was performed, an additional in clinic follow up is anticipated. The patient was stable and will continue to be monitored.